Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurred vision. The lens was exchanged for a different lens within 2 weeks after initial implantation. The reason for the iol exchange was reported as "blurred vision, mechanical complications of iol, visual discomfort in the right eye". Additional information was provided indicating that the event was not the fault of the iol. The patient requested and iol exchange due to the patient wanted a different power to accommodate astigmatism correction. The iol was exchanged for the same model with a difference of 0.5 diopter in power and the patient is fine and happy with the replacement iol. The iol sample is not available for return. No further information will be provided as the doctor's office is presently closed.

Manufacturer narrative:
Corrected information was provided in d2b. The manufacturer internal reference number is: (B)(4).